Event description:
It was reported that the subject was randomized into the study on (B)(6) 2009 with a 2.5 x 20 mm study stent located in the mid left anterior descending (lad) artery, residual stenosis was 0%. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. The subject was noted on (B)(6) 2012 to experience unstable angina and elevated cardiac enzymes. On (B)(6) 2012, a 75% in-stent restenosis of the previously placed study stent located in the mid lad was treated with placement of a 3.0 x 12 mm promus stent. On (B)(6) 2013, 1347 days post index procedure an event of angina was reported and the subject was hospitalized and the target lesion mid lad was treated with coronary artery bypass grafting (CABG) and medication was administered. In addition, a non-target vessel revascularization (tvr) was also performed. On (B)(6) 2013, the event resolved without residual effects and the subject was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, stenosis/restenosis, and surgical procedure are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.